Event description:
It was reported the patient experienced discomfort due to their stimulation. As a result, the patient underwent surgical intervention to have their ipg replaced. Patient now has effective therapy.